Manufacturer narrative:
Date of event and explant are unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that patient had system explanted for an unknown reason.